Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that upon withdrawal of the spring wire guide with normal traction, the wire snapped, leaving the external thin wire spiral. As a result, the outer wire spiraled. There is no further info on this event.